Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough. Guide catheter: heartrail jl4 6f. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters, instruction for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a lesion in the mid left anterior descending (lad) coronary artery. A 2.5 x 8 mm nc traveler balloon catheter was advanced to the target lesion; however, at the first inflation the balloon ruptured at 6 atmospheres (atm). The nc traveler had been prepped inside the anatomy with no issues noted. The device was replaced with another device to complete the procedure successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure.